Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the physician suspected the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Boston scientific technical services (ts) was consulted and noted a code in the remote home monitoring system that indicated battery depletion and that estimated battery remaining longevity was at 14 percent. Device data was sent to engineering for review. Upon review of the stored information, it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame to ensure that therapy would remain available. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the physician suspected the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Boston scientific technical services (ts) was consulted and noted a code in the remote home monitoring system that indicated battery depletion and that estimated battery remaining longevity was at 14 percent. Device data was sent to engineering for review. Upon review of the stored information, it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame to ensure that therapy would remain available. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the physician suspected the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion. Boston scientific technical services (ts) was consulted and noted a code in the remote home monitoring system that indicated battery depletion and that estimated battery remaining longevity was at 14 percent. Device data was sent to engineering for review. Upon review of the stored information, it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame to ensure that therapy would remain available. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.